Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s meter and test strips have been returned on 2/23/2015 and 3/4/2015, respectively, and evaluated by lifescan product analysis on 2/25/2015 and 3/5/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter for the patient reported that the alleged inaccuracy began (B)(6) 2015, 21:20. At this time the reporter for the patient stated she obtained a blood glucose reading of 142mg/dl followed by 121mg/dl at 21:35 on the subject meter. The two tests were reportedly performed less than 20 minutes apart. The reporter for the patient stated she takes insulin (no adjustments) as part of her regular diabetes management routine and made no changes in response to the alleged result. ¿10-15 minutes¿ after the reported inaccuracy, the reporter claimed the patient developed the symptoms of ¿shaking, pale face¿. However, denied receiving any treatment. At the time of troubleshooting, the csr noted that the correct unit of measure and an approved sample site was used at the time of testing and the results were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/14/2015).the retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.